Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc in the chin, cheeks 0.2 ml in each temple. Two weeks post-injection, the patient reported a sore jaw. At three weeks post-injection, the patient contracted the flu, deemed not device related. Shortly afterward, the patient experienced severe unilateral swelling on the right side of the face with a ¿locked jaw.¿ there was no swelling in the chin or cheek. The patient went to the emergency room where a CT scan was performed and did not reveal any findings. The emergency room diagnosed cellulitis, deemed not device related, and prescribed an antibiotic and steroids. It is unknown if symptoms have been resolved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. The event of cellulitis, deemed not device related is considered an unexpected adverse drug experience.